Event description:
Boston scientific received information that this programmer was going to be used to interrogate a patient's device. However, smoke was emitted from the rear vents of the programmer. The programmer was immediately turned off. No damage was observed on the outlet where the programmer was plugged in. No damage occurred to any accessories connected to the programmer. However, the programmer no longer worked. The physician and patient were not harmed by this issue.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that was burned, resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.